Manufacturer narrative:
(B)(4). Trade name - gentamicin sulphate, active ingredient(s) - gentamicin sulphate, dosage form - powder, strength - 1.0g active in our cements if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2016 dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number: (8151377).